Event description:
Consumer called to report inconsistent readings. Had a test taken against a lab reading. Analysis run on clark error grid using a lab reading (57) as reference point vs. Bd readings (75) yielded some data points in the d range of the grid, outside acceptable limits.